Manufacturer narrative:
No product returned for eval. Should new info become available, a supplemental report will be submitted.

Event description:
Received info regarding a cartridge alarm 1. Customer's blood glucose level was not impacted. Contact was able to load a new cartridge successfully.